Event description:
Customer reported a heat warning error after 15 seconds of fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the temperature sensor. System operates as intended.